Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.50mm x 12mm nc emerge® balloon catheter was selected for dilatation. However, upon loading the device into the guide catheter, the balloon broke. The device was not used and the procedure was completed with a different device. No patient complications were reported.